Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. The foil cavity was damaged and torn on the back of the packet. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and suture was used. Prior to using on the patient, a crack was found on the surface side of the outer package before opening. The device was not used. There was no adverse consequence to the patient.